Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic radical resection of rectal carcinoma, the device was unable to fire while being applied to rectum. The staples failed to form b shape. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required. The patient had undergone chemotherapy or radiation treatments.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.